Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in sainte-foy, canada. A pierced cooling coil is suspected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t cooling compressor failure. Reportedly, it stopped and became very hot. In addition, bubbling sound could be heard from the tank. A sample of water was taken from drain valve on the patient side and oil was present in the water. There was no patient injury.

Manufacturer narrative:
Livanova received a report regarding a defective compressor of 3t heater cooler with a damaged cooling coil. No patient/user was affected. The unit was manufactured in 2011 and no further similar issue has been submitted since its installation. Device service history review identified that the device was upgraded in november 2019. Based on livanova findings, the flow of the stirrer into the tank might contribute to cause a breach of the cooling coil. The breach causes water entering the cooling circuit and the compressor unit thus damaging the cooling compressor system. The upgrade includes the new design of the pump head of the stirrer motor that prevents the water flow to be directed to a narrow area of the evaporator coil and thus reducing the possibility to damage the cooling coil. The issue was claimed more than two years after the upgrade. However, it cannot be ruled out that the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was already rather degraded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.